Manufacturer narrative:
Additional information: the pump was thrown away upon explant and will not be returned.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of hemolysis was most likely use related since hemolysis resolved with repositioning of the pump.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 57-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the labs were hemolyzing with red urine. The p-level was decreased, which resolved the hemolysis. It was noted that the patient was on integrillin and cangrelor. The post-procedure outcome is unknown. The impella functioned at p-7 at 2.9l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
Additional information was received. The hemolysis was resolved with repositioning of the pump. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.